Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2008. During the procedure, the hand piece would not connect to the motor drive unit. A second hand piece was attached with difficulty. The surgeon started morcellating the uterus using a shaving method on power level seven and the lights on the unit were blinking. The surgeon lowered the power level to five and the lights continued to blink but the surgeon was able to continue with the shaving process. A second motor drive unit was used with a third hand piece to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector/coupling - conclusion: the actual device involved in this event was returned for eval. The eval verified that the unit performs according to procedure. At no time did the disposable hand piece stop driving. The lights did not start blinking and it was not difficult to attach or detach the hand piece. Also, the eval successfully checked the 24vdc output and performed a stall test. An internal investigation found no problems. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.